Event description:
In 2007, physician had difficulty pushing off the top cap while placing a tffb-32-140. The neck had a lot of angulation to it. The inner cannula was bowing as the physician tried to advance the top cap off. He did get it off with extra hard pushing.

Manufacturer narrative:
Eval: an internal clinical review indicated that the event was caused by adverse pt anatomy which caused incorrect planning and sizing of the graft. Our instructions for use states the following: "key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal nec); short proximal aortic neck (<15mm); an inverted funnel shape (greater than 10% increase in diameter over 15mm of the proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration."